Manufacturer narrative:
The user experienced severe hypoglycemia resulting in seizure and hospitalization while on ilet therapy. Severe hypoglycemia can result in acute neurologic compromise and traumatic injury, and is consistent with the reported seizure, hospital admission, and associated back fracture. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts; a factory reset was identified in the logs. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data confirm hypoglycemia on the reported event date. The hypoglycemic event followed a period of hyperglycemia, which may have been associated with a missed meal announcement. In the 90 minutes prior to glucose falling below range, only two small insulin doses (0.046 units and 0.051 units) were delivered while cgm glucose remained stable between 136 mg/dl and 125 mg/dl. Based on available information, a device malfunction was not identified, and the event remains cause not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 18-feb-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 39 mg/dl, resulting in seizure and hospitalization. The user was transported to the hospital, admitted on (B)(6) 2026, treated with IV fluids, and discharged (B)(6) 2026. The user sustained a back fracture as a result of the event.